Event description:
It was reported that the bed canopy system with support surface model 8060 had a broken zipper, no specific location provided. No pt contact injury reported. Inspection shows that there is damage to the canopy that could potentially cause or contribute to a serious pt injury.

Manufacturer narrative:
Evaluation codes: results: front window the zippers slider body is open and on the top ridge the elastic is cut. Left side of the right lower leg has broken stitches. Front side of the canopy the literature bag has a 3 inch netting tear.